Event description:
The pt needed stimulation in the foot and toes and she felt it in the outside of the heel. Reprogramming could not establish stimulation in the desired location. It was planned to try in-depth programming to re-do the programming completely. The pt was unsure if something was wrong with the system/lead as she received a jolt when going through security at (B) (6) on (B) (6) 2009. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).